Event description:
It was reported that this right atrial (ra) lead exhibited noise, oversensing and pace impedance measurements of greater than 3000 ohms. Technical services (ts) noted the noise had the appearance of respiratory rate trend (rrt) oversensing. Ts discussed options including programming and continuing to monitor. The lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).